Event description:
It was reported that a minimum fill notification error occurred. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was reported as "high". Cause was not known. A supply change was performed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.